Event description:
Clinicians reported that excelsior's swabcap product opens valves on PICC lines that are not clamped, thereby allowing blood to backflow into the valve and cause clogging. In one instance, a nurse reported that she was required to aspirate coagulated blood from a line that utilized swabcap and then administer heparin, even though the line is normally maintained with saline.

Manufacturer narrative:
Excelsior medical is in the process of investigating this complaint. To date, no samples have been provided by the customer and no lot numbers were given in the initial complaint report. A follow-up MDR will be filed when additional information becomes available.

Manufacturer narrative:
Excelsior has made several attempts to gather additional information from the initial reporter of this complaint. Unfortunately, none of the allegedly defective samples are available for analysis and there is no information concerning which brand of valve(s) was/were being used with excelsior's swabcap product when the incident in question occurred. Without this data, it is not possible to determine a definitive root cause for the issue at hand. Excelsior has conducted a considerable amount of compatibility testing between swabcap and leading third-party valves currently on the market. In particular, these tests have assessed the potential of swabcap to inadvertently activate valves during use and have shown that no such activations can occur. All data associated with this testing is on file at excelsior medical. (B)(4): device not returned.

Event description:
Clinicians reported that excelsior's swabcap product opens valves on PICC lines that are not clamped, thereby allowing blood to backflow into the valve and cause clogging. In one instance, a nurse reported that she was required to aspirate coagulated blood from a line that utilized swabcap and then administer heparin, even though the line is normally maintained with saline.